Event description:
Reference number (B)(4). Event occured in mexico. It was reported that the patient faced insulin flow blocked alarm due to a bent cannula that also led the set to leak outside event on (B)(6) 2026.the infusion set was in use for 12 hours.the insertion site was abdomen. No further information is available.